Manufacturer narrative:
Report source: supply chain; not provided. Due to chemotherapy contamination, no product will be returned. A picture of the affected tubing set has been received. The customer complaint was confirmed by visual inspection of the provided picture. The root cause of this failure was not identified.

Event description:
The customer reported that the oncology - 1b department experienced a tubing set that separated at the filter and leaked after it was primed with normal saline and attached to the patient but prior to the chemotherapy agent being spiked. There was no patient harm.

Manufacturer narrative:
Patient age dob was requested but was not provided. The customer stated the patient was an adult.

Event description:
The customer reported that the oncology 1b department experienced a tubing set that separated at the filter and leaked normal saline after it was primed and attached to an adult patient but prior to the chemotherapy agent being spiked. There was no patient harm.